Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use with a patient when the battery was replaced and the epg turned off unexpectedly. The current status of the epg is unknown. No patient complications have been reported as a result of this event.